Event description:
It was reported that the pt underwent one-level fusion surgery at l5-s1 using an r-90 vertebral body spacer and infuse bone graft. The pt did well for six weeks, but then began having increasing sciatica when lying down, which improved when the pt stood up. An MRI revealed encapsulated fluid collections in the area of the disc space out towards the thecal sac. There were no signs of infection. Needle aspiration was performed and showed no growth. The aspirated fluid was described as a bloody type fluid. The pt improved initially with steroid therapy, but had a recurrence of pain, and a re-operation was performed. Biopsies showed fatty tissue, and no signs of infection. Steroid therapy was discontinued and pain resolved. There is possible radiographic evidence of some bone resorption which has not been confirmed.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.